Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on "02/27/2025". Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
The customer reports that the safety cap malfunctioned causing the doctor to get stuck with the needle.

Manufacturer narrative:
This supplemental MDR is being submitted to cancel the MDR report 3014312726-2025-00043 which is inadvertently duplicated, the correct MDR report to address this product problem is 3014312726-2025-00041.